Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 676 mcg/day via an implantable pump for intractable spasticity. It was reported the device diagnosis was pump inversion. It was noted that the pump was repositioned on (B)(6) 2018. No symptoms were reported. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The vent date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). The cause of the pump inversion was not determined. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. It was noted on (B)(6) 2018, the pump was repositioned where the pump side port was moved back to post-operative position. The relationship of the event to the implant procedure was possibly related. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had an rehab office visit, on (B)(4) 2018, and noticed the sideport had moved from post op position of 3 o'clock to 10 o'clock base on pe as well as confirmed with x-ray that day. On (B)(4) 2018, the patient had another rehab office visit and with the shift in side port position and incomplete control of spasms, the sideport change was scheduled. On (B)(4) 2018 the patient's pump was repositioned and sideport performed. Confirmed that the system was connected and delivering to the intrathecal spaces.